Manufacturer narrative:
Additional medical device type fpa. Additional common device name: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® push button blood collection set, it was reported that the adapter from the pbbcs could not be screwed into the disposable needle holder. No serious injury or medical intervention reported.